Manufacturer narrative:
Follow-up information received on 09-oct-2016 from consumer via social media: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. Follow-up information was received on 01-nov-2016. She reported that pain, bloating, migraines, rashes and hives all were gone after removal. The removal restored her health. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted in 2006 and was diagnosed with ulcerative colitis in 2012. Also, it was reported that she experienced red welts all over her body/ full body rashes/ hives (urticaria), for which a removal procedure was conducted after which the rashes/hives were gone. Ulcerative colitis is an unlisted event while urticaria is listed according to essure's reference safety information. Due to the pathophysiology of this chronic inflammatory bowel disease, causality is excluded between essure and ulcerative colitis. Hypersensitivity reactions including hives, urticaria, rash, angioedema, facial edema and pruritus have been reported with essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. This includes patients with a history of metal allergies. In this particular case, consumer's concomitant condition included allergy to nickel. A causal relationship between urticaria and essure cannot be excluded. This case was regarded as incident, since device removal was required. Additional non-serious events were reported. Product technical analysis was performed and there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Technical assessment concluded unconfirmed quality defect. An updated technical analysis is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 09-jan-2015 who had essure (fallopian tube occlusion insert) implanted on unspecified date. The consumer is allergic to nickel. She said that if she had known essure was made out of nickel, she would never have done it. It was reported that she endured years of migraines, hair loss and mysterious red welts all over her body after getting the essure birth-control implant. No further information was provided. Ptc investigation result received on 01-feb-2015 ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 01-sep-2015. Case upgraded to serious. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # (B)(4)). Consumer had essure inserted in 2006. In 2007, she started experiencing full body rashes, migraines and hair loss. She also experienced a lot of bowel problems and was diagnosed with ulcerative colitis in 2012. Follow-up information received on 24-oct-2015 from consumer via social media: no new clinical information. Follow-up received on 23-nov-2015: consumer stated that she is a victim of essure. No new clinical information received. Follow-up information received on 02-dec-2015: no new clinical information. Follow-up information received on 09-dec-2015: no new clinical information. Follow-up information received on 10-dec-2015: no new clinical information. Follow-up information received on 12-dec-2015: no new clinical information. Follow-up received on 15-dec-2015: no new clinical information. Follow-up identified on 12-jan-2016: no new clinical information. Follow-up identified on 27-jan-2016: no new clinical information. Follow-up received on 12-sep-2016: reporter information was updated. Consumer reported that she is having a surgery to remove essure from her body on (B)(6) 2016. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted in 2006 and was diagnosed with ulcerative colitis in 2012. Also, it was reported that she experienced red welts all over her body/ full body rashes (urticaria) and she will have a surgery to remove essure coils. Ulcerative colitis is an unlisted event while urticaria is listed according to essure's reference safety information. Due to the pathophysiology of this chronic inflammatory bowel disease, causality is excluded between essure and ulcerative colitis. Hypersensitivity reactions including hives, urticaria, rash, angioedema, facial edema and pruritis have been reported with essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. This includes patients with a history of metal allergies. In this particular case, consumer's concomitant condition included allergy to nickel. A causal relationship between urticaria and essure cannot be excluded. This case was regarded as incident, due to the imminent surgery for essure removal. Additional non-serious events were reported. Product technical analysis was performed and there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Technical assessment concluded unconfirmed quality defect. However, a new ptc is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('red welts all over her body/ full body rashes/ hives') and colitis ulcerative ('ulcerative colitis') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative (seriousness criterion medically significant) with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating"), fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog") and rash papular ("dry itchy patches"). The patient was treated with surgery (surgery to remove essure from her body on (B)(6) 2016). Essure (ess205) was removed. At the time of the report, the urticaria, migraine, pelvic pain and abdominal distension had resolved and the colitis ulcerative, alopecia, fear, allergy to metals, rash, ovarian cyst, endometriosis, fatigue, feeling abnormal and rash papular outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, colitis ulcerative, endometriosis, fatigue, fear, feeling abnormal, migraine, ovarian cyst, pelvic pain, rash, rash papular and urticaria to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Concerning the injuries reported in this case, the following one/ones were reported via social media: fear. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received event " she get the dry itchy patches" was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1106) on 09-jan-2015. The most recent information was received on 11-nov-2019. Additionally, this case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-1106). This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('red welts all over her body/ full body rashes/ hives') and colitis ulcerative ('ulcerative colitis') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative (seriousness criterion medically significant) with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating"), fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgery to remove essure from her body on (B)(6) 2016). Essure (ess205) was removed. At the time of the report, the urticaria, migraine, pelvic pain and abdominal distension had resolved and the colitis ulcerative, alopecia, fear, allergy to metals, rash, ovarian cyst, endometriosis, fatigue and feeling abnormal outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, colitis ulcerative, endometriosis, fatigue, fear, feeling abnormal, migraine, ovarian cyst, pelvic pain, rash and urticaria to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Concerning the injuries reported in this case, the following one/ones were reported via social media: fear. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-nov-2019: social media contents received : reporters information updated. Events added- allergy to metals, rash, ovarian cyst, endometriosis, fatigue, feeling abnormal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1106) on 09-jan-2015. The most recent information was received on 12-dec-2019. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('red welts all over her body/ full body rashes/ hives') and colitis ulcerative ('ulcerative colitis') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative (seriousness criterion medically significant) with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating"), fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgery to remove essure from her body on (B)(6) 2016). Essure (ess205) was removed. At the time of the report, the urticaria, migraine, pelvic pain and abdominal distension had resolved and the colitis ulcerative, alopecia, fear, allergy to metals, rash, ovarian cyst, endometriosis, fatigue and feeling abnormal outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, colitis ulcerative, endometriosis, fatigue, fear, feeling abnormal, migraine, ovarian cyst, pelvic pain, rash and urticaria to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Concerning the injuries reported in this case, the following one/ones were reported via social media: fear. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-dec-2019: all information, references, and reporters transferred from deleted case ((B)(4)). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 09-jan-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("red welts all over her body/ full body rashes/ hives"), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative ("ulcerative colitis") with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes / rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), rash papular ("dry itchy patches"), dyspepsia ("digestive problems"), anxiety ("anxiety"), sinusitis ("sinus infection"), vertigo ("vertigo"), vision blurred ("blurry vision"), gastrooesophageal reflux disease ("diagnosed with silent reflux") and flatulence ("gas") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation on 2009 and surgery to remove essure from her body on (B)(6) 2016 ablation). Essure (ess205) was removed. At the time of the report, the pelvic pain, urticaria, migraine and abdominal distension had resolved and the endometrial ablation, colitis ulcerative, alopecia, fear, allergy to metals, rash, ovarian cyst, endometriosis, fatigue, feeling abnormal, rash papular, dyspepsia, anxiety, sinusitis, vertigo, vision blurred, gastrooesophageal reflux disease and flatulence outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, colitis ulcerative, dyspepsia, endometrial ablation, endometriosis, fatigue, fear, feeling abnormal, flatulence, gastrooesophageal reflux disease, migraine, ovarian cyst, pelvic pain, rash, rash papular, sinusitis, urticaria, vertigo and vision blurred to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event gas added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and urticaria ('red welts all over her body/ full body rashes/ hives') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative ("ulcerative colitis") with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes / rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), rash papular ("dry itchy patches"), dyspepsia ("digestive problems"), anxiety ("anxiety") and sinusitis ("sinus infection"). The patient was treated with surgery (surgery to remove essure from her body on (B)(6) 2016). Essure (ess205) was removed. At the time of the report, the pelvic pain, urticaria, migraine and abdominal distension had resolved and the colitis ulcerative, alopecia, fear, allergy to metals, rash, ovarian cyst, endometriosis, fatigue, feeling abnormal, rash papular, dyspepsia, anxiety and sinusitis outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, colitis ulcerative, dyspepsia, endometriosis, fatigue, fear, feeling abnormal, migraine, ovarian cyst, pelvic pain, rash, rash papular, sinusitis and urticaria to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Concerning the injuries reported in this case, the following one/ones were reported via social media: fear. The following information was received from social media digestive problems, anxiety, sinus infection. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- digestive problems, anxiety, sinus infection. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1106) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("red welts all over her body/ full body rashes/ hives"), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative ("ulcerative colitis") with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes / rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), rash papular ("dry itchy patches"), dyspepsia ("digestive problems"), anxiety ("anxiety"), sinusitis ("sinus infection"), vertigo ("vertigo") and vision blurred ("blurry vision") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation on 2009 and surgery to remove essure from her body on (B)(6) 2016 ablation). Essure (ess205) was removed. At the time of the report, the pelvic pain, urticaria, migraine and abdominal distension had resolved and the endometrial ablation, colitis ulcerative, alopecia, fear, allergy to metals, rash, ovarian cyst, endometriosis, fatigue, feeling abnormal, rash papular, dyspepsia, anxiety, sinusitis, vertigo and vision blurred outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, colitis ulcerative, dyspepsia, endometrial ablation, endometriosis, fatigue, fear, feeling abnormal, migraine, ovarian cyst, pelvic pain, rash, rash papular, sinusitis, urticaria, vertigo and vision blurred to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Quality-safety evaluation of ptc: unable to confirm complaint~ further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: ablation, blurry vision, vertigo were added. Fu 28, 29 and 30 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("red welts all over her body/ full body rashes/ hives"), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative ("ulcerative colitis") with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes / rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), rash papular ("dry itchy patches"), dyspepsia ("digestive problems"), anxiety ("anxiety"), sinusitis ("sinus infection"), vertigo ("vertigo"), vision blurred ("blurry vision") and gastrooesophageal reflux disease ("diagnosed with silent reflux") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation on 2009 and surgery to remove essure from her body on (B)(6) 2016 ablation). Essure (ess205) was removed. At the time of the report, the pelvic pain, urticaria, migraine and abdominal distension had resolved and the endometrial ablation, colitis ulcerative, alopecia, fear, allergy to metals, rash, ovarian cyst, endometriosis, fatigue, feeling abnormal, rash papular, dyspepsia, anxiety, sinusitis, vertigo, vision blurred and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, colitis ulcerative, dyspepsia, endometrial ablation, endometriosis, fatigue, fear, feeling abnormal, gastrooesophageal reflux disease, migraine, ovarian cyst, pelvic pain, rash, rash papular, sinusitis, urticaria, vertigo and vision blurred to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event "silent reflux" were added this case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("red welts all over her body/ full body rashes/ hives"), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative ("ulcerative colitis") with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes / rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), rash papular ("dry itchy patches"), dyspepsia ("digestive problems"), anxiety ("anxiety"), sinusitis ("sinus infection"), vertigo ("vertigo"), vision blurred ("blurry vision") and gastrooesophageal reflux disease ("diagnosed with silent reflux") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation on 2009 and surgery to remove essure from her body on (B)(6) 2016 ablation). Essure (ess205) was removed. At the time of the report, the pelvic pain, urticaria, migraine and abdominal distension had resolved and the endometrial ablation, colitis ulcerative, alopecia, fear, allergy to metals, rash, ovarian cyst, endometriosis, fatigue, feeling abnormal, rash papular, dyspepsia, anxiety, sinusitis, vertigo, vision blurred and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, colitis ulcerative, dyspepsia, endometrial ablation, endometriosis, fatigue, fear, feeling abnormal, gastrooesophageal reflux disease, migraine, ovarian cyst, pelvic pain, rash, rash papular, sinusitis, urticaria, vertigo and vision blurred to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event "silent reflux" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1106) on 09-jan-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included topiramate (topamax). In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("red welts all over her body/ full body rashes/ hives"), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative ("ulcerative colitis") with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), the first episode of fear ("it was very scary"), allergy to metals ("I was not told anything about the nickel content or I would have refused, I have always known I am allergic to it"), rash ("skin rashes / rashes"), ovarian cyst ("ovarian cysts"), endometriosis ("endometriosis"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), rash papular ("dry itchy patches"), dyspepsia ("digestive problems"), anxiety ("anxiety"), sinusitis ("sinus infection"), vertigo ("vertigo"), vision blurred ("blurry vision"), gastrooesophageal reflux disease ("diagnosed with silent reflux"), flatulence ("gas"), headache ("headache"), hypotension ("blood pressure low"), dizziness ("I feel dizzy") and the second episode of fear ("but is very scary") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation on 2009 and surgery to remove essure from her body on (B)(6)2016 ablation). Essure (ess205) was removed. At the time of the report, the pelvic pain, urticaria, migraine and abdominal distension had resolved and the endometrial ablation, colitis ulcerative, alopecia, allergy to metals, rash, ovarian cyst, endometriosis, fatigue, feeling abnormal, rash papular, dyspepsia, anxiety, sinusitis, vertigo, vision blurred, gastrooesophageal reflux disease, flatulence, headache, hypotension, dizziness and the last episode of fear outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, colitis ulcerative, dizziness, dyspepsia, endometrial ablation, endometriosis, fatigue, feeling abnormal, flatulence, gastrooesophageal reflux disease, headache, hypotension, migraine, ovarian cyst, pelvic pain, rash, rash papular, sinusitis, urticaria, vertigo, vision blurred, the first episode of fear and the second episode of fear to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media documents revived, new reporter and event headache, blood pressure low, I feel dizzy, but it is very scary added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ("red welts all over her body/ full body rashes/ hives") and colitis ulcerative ("ulcerative colitis") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2012, the patient experienced colitis ulcerative (seriousness criterion medically significant) with gastrointestinal disorder. On an unknown date, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating") and fear ("it was very scary"). The patient was treated with surgery (surgery to remove essure from her body on (B)(6) 2016). Essure (ess205) was removed. At the time of the report, the urticaria, migraine, pelvic pain and abdominal distension had resolved and the colitis ulcerative, alopecia and fear outcome was unknown. The reporter considered abdominal distension, alopecia, colitis ulcerative, fear, migraine, pelvic pain and urticaria to be related to essure (ess205). The reporter commented: she reported she is e-free (understood that essure removal was performed) and many of her symptoms were already gone. The removal restored her health. Concerning the injuries reported in this case, the following one/ones were reported via social media, it was very scary. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2017: social media: new reporters added. New events: it was very scary were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality-safety evaluation of ptc updated. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted in 2006 and was diagnosed with ulcerative colitis in 2012. Also, it was reported that she experienced red welts all over her body/ full body rashes/ hives (urticaria), for which a removal procedure was conducted after which the rashes/hives were gone. Ulcerative colitis is an unlisted event while urticaria is listed according to essure's reference safety information. Due to the pathophysiology of this chronic inflammatory bowel disease, causality is excluded between essure and ulcerative colitis. Hypersensitivity reactions including hives, urticaria, rash, angioedema, facial edema and pruritus have been reported with essure. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert. This includes patients with a history of metal allergies. In this particular case, consumer's concomitant condition included allergy to nickel. A causal relationship between urticaria and essure cannot be excluded. This case was regarded as incident, since device removal was required. Additional non-serious events were reported. Product technical analysis was performed and there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Technical assessment concluded unconfirmed quality defect. The updated technical analysis also concluded unconfirmed quality defect.